Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of hydrothorax, characterized by the presence of shortness of breath, chest pain and the presence of fluid in the patient¿s pleural space. It is well within reason to consider the patient¿s comorbidities including cardiac disease and pulmonary hypertension may have contributed to fluid infiltrating the patient¿s pleural space. Though the exact cause and mechanism is unknown, it is well established that hydrothorax with the presence of a unilateral pleural effusion during ccpd treatment is typically caused by underlying congenital or acquired diaphragmic impairment. Based on the available information, at this time there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had to go to the emergency room and is currently in the hospital still because they found that fluid is seeping out of their peritoneum and going into their thoracic cavity and lungs. The patient has switched over to hemodialysis. Upon follow up with the pd registered nurse (pdrn), it was discovered this patient presented to the emergency room on (B)(6) 2020 with complaints of shortness of breath and chest pain. The patient was diagnosed with a right-side pleural effusion and admitted to the hospital. Medical intervention for the pleural effusion was unknown. The exact cause of the pleural effusion was undetermined, yet it was confirmed the infiltration of fluid in the patient¿s thoracic cavity was not caused by increased intraperitoneal volume (iipv) during the ccpd treatment. Additionally, it was confirmed through medical records this patient had never experienced iipv previously. The patient was transitioned from ccpd therapy to hemodialysis (hd) for renal replacement therapy (rrt) in the hospital (exact date and rationale were unknown). The reported past medical history included end-stage renal disease requiring renal replacement therapy for six months, atrial fibrillation, previous myocardial infarction, hypertension and pulmonary hypertension. It was reported this patient was still hospitalized while recovering from this event and is awaiting discharge. The patient has continued hd therapy during admission without incident.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.